Manufacturer narrative:
During the requested site visit, the abbott field service representative (fsr) performed troubleshooting which included replacement of the lens, water bath, inner, 16 (rohs) (ln 7-202570-01), which resolved the issue. There were no additional discrepant results reported on the architect c16000, serial number: (B)(6) after replacement of the lens, water bath, inner. A review of the architect c16000, sn: (B)(6) service history identified no contributing factors to the current complaint. A review of the tracking and trending for the architect c16000 systems found no systemic issues or trends for erratic/discrepant results. A review of historical data for the valve, poppet set, list number: 7-202570-01, revealed no trends or systemic issues. The architect system operations manual and the architect c16000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results, including, but not limited to replacing the lens, water bath, inner. Based on the investigation no product deficiency was identified for either the architect, sn: (B)(6) or the lens, water bath, inner, list number: 7-202570-01.

Manufacturer narrative:
Patient identifier sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise results for ldh on architect c16000 processing module for multiple patients. The few patient results provided were: sid (B)(6) initial ldh=425 u/l /repeated=185 u/l, sid (B)(6) initial ldh=395 u/l /repeated=259 u/l, sid (B)(6) initial ldh=682 u/l /repeated=348 u/l. Laboratory reference range for ldh=125 u/l to 220 u/l there was no reported impact to patient management.